Event description:
The facility representative reported to baxter, a clearlink secondary set that was found to have the tubing cut in half when the package was opened. There was no patient involvement, and therefore no report of patient injury or medical intervention required in association with this event. There were no visible irregularities besides the cut tubing. The tubing looked to have been cut in half by scissors, but it was noted that the packaging was ripped open by hand. The cut was approximately 2.5 inches from the luer lock. The reporter did not have any information as to what could have caused the incident. There is no additional information.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of tubing cut in half. A definitive root cause has not yet been identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.